Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing safety mechanism failure use. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the needle guard came off. Per event description: while lowering needle guard on 25g/5/8 syringe, needle guard came off. I believe this is our 3rd incident with the needle guards coming off. Complaint 3 of 3

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing safety mechanism failure use. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the needle guard came off. Per event description: while lowering needle guard on 25g/5/8 syringe, needle guard came off. I believe this is our 3rd incident with the needle guards coming off. Complaint 3 of 3.